Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2011 to report an elevated blood glucose (bg) excursion. The patient reported obtaining a high bg of 534 mg/dl on the morning of (B)(6) 2011 with symptoms of nausea and vomiting. The patient claimed she changed her site and took a correctional bolus for the high bg; however, her bg remained in the 500's mg/dl. When her bg did not respond to the correctional bolus, the patient stated she then changed out her cartridge and used a new vial of insulin. The patient reported that at that time her bg responded to the multiple correctional doses and caused her bg to drop to 50mg/dl. The patient denied developing symptoms suggestive of hypoglycemia at time of low bg. The patient claimed she disconnected from the pump and treated self for the low bg. The patient informed customer support that she went to the hospital per her hcp's request. It is not known if the patient received any additional treatment during the hospital visit. During the call, the patient mentioned to customer support that she felt the high bgs were as a result of the insulin. At the time of troubleshooting, the patient confirmed all pump settings, including the date and time were correct. There were no associated alarms in pump's history. The patient denied any site issues and confirmed there were no visible air bubbles in the cartridge or tubing or leakage of insulin. Animas customer support noted that the total daily delivery matched up with basal and bolus history. At the time of the call, the patient performed an air bolus and confirmed seeing a drop of insulin drip out of the end of the tubing. Animas customer support attributed the high bgs to old insulin since the patient's elevated bgs were resolved after changing out her cartridge and insulin. The animas representative involved in this contact determined that there was no evidence of a pump defect. Although there was no evidence of a product malfunction found at the time of troubleshooting, this complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the black box starts on 01/16/2014. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Investigators were unable to complete a 10u audio bolus due to missing button cover.